Manufacturer narrative:
Device not returned.

Event description:
The customer reported that ¿pump completely failed.¿ pump is currently out of warranty. The customer declined follow-up from tandem technical support regarding the issue; therefore no additional information was obtained.